Event description:
It was reported that the rotablator shaft broke. A 1.50mm rotalink burr was selected for use. It was noted that the rotalink shaft was broken. No patient complications were reported.